Event description:
It was reported that the devices were used during an umbilical hernia repair. The first device ejected two unformed staples. The second device did not fire at all. The case was converted to open.

Manufacturer narrative:
Date sent: 11/17/2008. Evaluation summary: the analysis results showed that device a and b were returned with the nose open and non-functional due to an insufficient cartridge nose weld. Batch record review was performed and no anomalies were found during the manufacturing process. Device b additional information: batch # e5nl53, expiration date: 04/2013. Manufacturing date: 05/2008. Results: conclusion: nonconforming cartridge weld.